Event description:
Before a 2.5 x 13mm cypher select plus stent was removed from the box, it was noted that the hub was damaged. There was evidence of a hub crack. Therefore, another product was used to complete the procedure.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.